Manufacturer narrative:
UDI: unavailable. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Case 3 of 4. Four spondy cases single level correction with verse. Six week postop, films showed recurring slips. No plan for revision. Call on thursday morning ((B)(6) 2016) to discuss what surgeons experience/thoughts were. He mentioned that he does large posterior resection and facetectomy. Didn't think it was the system, rather poor placement of screws and or/ patient bone quality? Further information to follow.